Event description:
The customer reported to olympus during a laparoscopic cholecystectomy, about an hour into the procedure, the monitor suddenly went black. The message cannot be recognized and displayed on the main unit. If they plugged the device in and took it out a few times or wiped it, it would show up a little, but it would turn off again. The reported issue occurred during the procedure. The intended procedure was completed by switching to another similar device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The serial number is unknown and cannot be verified therefore a manufacturing date cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the problem is caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (integrated circuit (ic) chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event is described as follows in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.